Manufacturer narrative:
(B)(4) combined report. Additional information including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and an update on the patient following the revision was requested in order to progress with the investigation of this event, however, only x-rays were available and thus the scope of the investigation was limited. It was confirmed that the explanted devices could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported subsidence has not been determined. Therefore, corin now considers this case closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Revision of a trinity biolox delta ceramic head after approximately 5 months and 3 weeks due to subsidence of a minihip stem.